Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, evaluation of the patient specimen, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The patient specimen was returned. Western blot and p24 antigen tests were performed. The specimen showed no evidence of p24 antigen reactivity but did have antibodies to hiv-1 env (gp120 & gp41) and gag (p24, p17) on the commercial innolia hiv I/ii score western blot test. The env gp41 (spanning the idr) of the hiv-1 strain present in the complaint sample was sequenced. Phylogenetic analyses of these sequences showed that the specimen is a subtype c strain. The product was not returned. An internal panel was tested with retained kits of a different lot, 77132li00. Lot 77132li00 contains identical bulk reagents as the likely cause reagent lot 77130li00. Accuracy testing met all specifications. External commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018) were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Concomitant medical products and therapy dates, accessory reagent lots include architect hiv ag/ab combo reagents list 4j27-32 lot 76124li00 and list 04j27-37 lot 73358li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. Concomitant medical products and therapy dates, accessory reagent lots include architect hiv ag/ab combo reagents list 4j27-32 lot 76124li00 and list 04j27-37 lot 73358li00. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using the architect hiv ag/ab combo reagents. The following data was provided for the same patient. (B)(6): reagent lot 76124li00 using analyzer serial number (B)(4) (B)(6). Reagent lot 76124li00 using analyzer serial number (B)(4) (B)(6). Reagent lot 77130li00 using analyzer serial number (B)(4) (B)(6), at another facility using another analyzer (B)(6). Reagent lot 73358li00 using analyzer serial number (B)(4) (B)(6), using analyzer serial number (B)(4) (B)(6), at another facility using another analyzer (B)(6). Other methods were (B)(6) including gpa method ((B)(6)), roche eclia/elecsys hiv combi pt ((B)(6)), nat ((B)(6)), and alere determine ((B)(6)). Roche cobas pcr testing (ampliprep taqman) results were provided for (B)(6), qualitative testing was (B)(6), however the method and values for this test were not provided. No impact to patient or donor management was reported.